Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 2.25x15mm xience skypoint drug eluting stent (des) was not implanted for unspecified reasons. During removal of the des from the anatomy, the stent dislodged inside of the guiding catheter. There was no report of an adverse patient effect or clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. The reported difficulty to remove and failure to advance cannot be confirmed (could not be tested) due to the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance. The reported difficulty to remove and stent dislodgement appear to be related to operational context of the procedure as its likely that further interaction with the guiding catheter during retraction of the device, likely contributed to the reported difficult to remove. Manipulation of the stent delivery system (sds) outside of the anatomy, while trying to remove it from the guiding catheter likely resulted in the noted stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.